Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer's blood glucose level ranged from 326-327 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A final report will be submitted once the investigation has completed.